Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was repaired at the user facility by cleaning and the sensors and returned to clinical service. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.